Event description:
Related manufacturer report number : 1627487-2023-00241. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken and the leads were explanted and replaced on (B)(6) 2023

Manufacturer narrative:
Event date is estimated. The event of lead revision due to patient receiving no stimulation was reported to abbott. Therapy restored post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.